Event description:
It was reported that the physician opened with multiple passes the occluded right m1, m2 segments, and notice what appeared to be an occlusion in the anterior communicating artery a2 segment. After crossing the lesion with the microcatheter, angiography run revealed that the "clot" was from an intracranial bleed sustained during the traffic accident the patient was involved in prior to admission. The physician terminated the procedure and transferred the patient for follow up treatment. It was reported that approximately 30 minutes post procedure, the patient died. The physician feels that the patient's outcome of death was due to a vessel dissection which is unknown whether it was present prior to the thrombectomy procedure. The primary cause of death was due to an intraparenchymal bleed.

Manufacturer narrative:
The device was disposed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available for analysis. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection and patient outcome of death are known and anticipated risk associated with these types of procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that the physician opened with multiple passes the occluded right m1, m2 segments, and notice what appeared to be an occlusion in the anterior communicating artery a2 segment. After crossing the lesion with the microcatheter, angiography run revealed that the "clot" was from an intracranial bleed sustained during the traffic accident the patient was involved in prior to admission. The physician terminated the procedure and transferred the patient for follow up treatment. It was reported that approximately 30 minutes post procedure, the patient died. The physician feels that the patient's outcome of death was due to a vessel dissection which is unknown whether it was present prior to the thrombectomy procedure. The primary cause of death was due to an intraparenchymal bleed.